Manufacturer narrative:
Device not accessible for testing (4117 / 3233): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made in order to obtain additional information regarding the evaluation and status of the iabp unit involved in this event. If this information is provided, a supplemental report will be submitted. Additionally, a supplemental report will be submitted upon completion of our investigation. Initial reporter name was shortened due to character limit. Initial reporter full name is kathleen gallichio. Not returned to manufacturer.

Event description:
The customer called to report the "check iab catheter" message and a dislodged balloon catheter. She states that a physician removed a venous pacing wire from the right groin and while he was removing it, he had somehow grabbed and partially removed the iab catheter from the right femoral. The check iab catheter alarm sounded, and they were unable to advance the balloon again. The iab tip was not visible on chest film and they then decided to remove the iab catheter. They did not have difficulty removing the iab. The patient began to experience "right flank pain" after removal of the balloon catheter. The customer says they are monitoring this. Another iab was not being placed at this time. They will save the iab for return for qa the associated intra-aortic balloon has been reported under medwatch report number 2248146-2021-00582. Patient height: 170cm.

Manufacturer narrative:
The customer was unable to provide any additional information, but has reported that they were unaware of the iabp unit needing any repairs and did not believe the iabp unit was pulled from service at all. The customer presumed the iabp unit is still in use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.